Manufacturer narrative:
The service report completed and dated 11/15/17 by a dmtj field service engineer indicated that the device was in compliance with dornier specifications. A hematoma is listed as a potential adverse effect and complication in the dornier gemini operating manual. The patient remained in the hospital for observation where no bleeding was observed. No fault with the device as manufactured. Device was found to be functioning within dornier specifications. This event occurred in japan. Dornier medtech america, inc. (The importer) is submitting the report on behalf of dornier medtech systems gmbh (the manufacturer) per exemption number e2012002.

Event description:
Patient subcapsular hematoma was reported in (B)(6).